Event description:
It was reported the programmer would not interrogate and received a power supply overheat error message. The service disk was ran, but it did not help. It was recommended by the technical services representative to clean out the fans and power on and leave on to see if the error message comes back. The programmer will be returned for service if the error message comes back. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).